Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, noise oversensing was observed on both the pacemaker and the right atrial (ra) lead. No intervention was performed and the patient experienced no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.